Event description:
On (B)(6) 2005, the patient was implanted with 3 gore tag thoracic endoprostheses. On (B)(6) 2008, a subclavian carotid bypass surgery was performed. On (B)(6) 2008, the patient underwent a re-intervention to treat a proximal type I endoleak. When the second gore tag thoracic endoprosthesis was inserted, proximal flares caught on a previously implanted device and were bent. The physician retracted the device into the sheath and the distal flares became bent. The device and sheath were retracted simultaneously. The right iliac artery ruptured at that time. The iliac was repaired and another gore tag thoracic endoprosthesis was implanted. The proximal type I endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: device implanted on (B)(6) 2005, tg3715/03719467, tg3410/03926243, tg3110/03857357.